Event description:
It was reported that the patient presented to the hospital for a lead repositioning procedure. It was noted that both the right atrial (ra) lead and right ventricular (rv) lead were dislodged, which was confirmed via computed tomography imaging. During the procedure, it was observed that the helix of both the ra and rv leads failed to retract. Both the ra and rv leads were explanted and replaced. There were no patient consequences.